Event description:
A physician was using a fortrex balloon to treat the right short saphenous vein (ssv) of a patient. The target lesion was a soft tissue lesion with no tortuosity and little calcification. No abnormalities reported in relation to anatomy. No embolic protection used. The balloon was inflated using a non-medtronic inflation device. No damage noted to packaging, i.e. Shelf carton, hoop/tray. No issues noted when removing the device from the hoop/tray. The device did not pass through a previously-deployed stent. No resistance encountered when advancing the device. No excessive force used. Balloon inflation difficulties were reported. It is reported that during the inflation of the surgical balloon, the pressure was slowly increased to the previous atmospheric pressure, the balloon ruptured when inflated to a pressure of 14atm. The balloon was replaced with a new balloon to continue the pressure, and the operation was completed. No patient symptoms or complications associated with this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the fortex pta balloon was returned to medtronic investigation lab for evaluation. The device was returned coiled in a biohazard bag. The device was returned with a kink approximately 23.3mm from the distal tip. The device was flushed with a 20ml water filled syringe. A 0.035¿ guidewire was front loaded through the tip however, the guidewire would not pass the kink. An indeflator with pressure gauge was used to inflate the balloon but it would not hold pressure, a leak was observed. A longitudinal tear was observed along the length of the balloon. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.